Event description:
It was reported that during a procedure, the surgeon was not able to assemble the liner with the cup. Another device was opened and used to complete the procedure. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the returned product. A g7 vit e 10deg lnr 40mm f, part # 30114006 from lot 65056170, was returned and evaluated against the complaint. There are no identifiers on the liner to be verified. Visual inspection found the barb to be scraped and deformed. Scratches and scuffs are present on the outer radius. The sidewall has been gouged. Metal particulates have become embedded in the material. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.